Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). The other three proglide devices referenced in b5 are filed under separate medwatch manufacturer report numbers. Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be tested/ confirmed as the suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Three additional proglide devices were used in the procedure. Reportedly, the suture broke when the needle was removed on all three proglide devices. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: event.

Event description:
Subsequent to filing of the initial report additional information was received: common femoral artery suture placement was attempted, using nine proglide devices, via a 6f sheath, using the pre-close technique prior to an endoprosthesis implantation procedure. Reportedly, on all proglide devices, the suture broke when the needle was removed. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, the suture broke when the needle was removed. Five additional proglide devices were used with the same results. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.